Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It is reported by the surgeon of the hospital, that he got problems with the removal of the metal of a long t2 phn during the surgery. The instruments of the stryker loaner set couldn´t be screwed in the proximal end of the nail. Removement of the nail with not intended instruments. Surgical delay of approx. 180min. No other consequences reported.

Manufacturer narrative:
The nail was classified as primary product during investigation. No deviations were found during review of the manufacturing and inspection documents (DHR); the proximal inner threads of all nails were 100% inspected regarding their function. The nail returned was documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. All windings of the proximal inner thread are heavily damaged and abraded; the thread function is no longer given. The damages on the thread and the proximal nail surface indicate that tools (maybe forceps) were used most likely during explantation of the nail. If the thread got damaged already during implantation could not be verified due to missing information. Damaging during implantation can occur in case the nail holding screw (nhs) or a universal rod (ur) is not completely or oblique inserted and hitting forces were applied to the nail ¿ the threads of the nhs/ur would deform the inner thread windings. Damaging during explantation can occur in case the ur is not fully or oblique inserted ¿ the thread of the ur would deform the nail thread. The operative technique includes that the fitting and setting of the nhs shall be ensured in every case prior to the nail insertion. Furthermore the ur must be inserted completely to extract the nail. In case the thread is damaged special extraction instruments are available. Because no issues were found regarding design, material, manufacturing or dimensions, the found thread damages are attributed to an inadequate usage. No discrepancies were detected during risk analysis review. No non-conformity identified; no actions are in place.

Event description:
It is reported by the surgeon of the hospital, that he got problems with the removal of the metal of a long t2 phn during the surgery. The instruments of the stryker loaner set couldn't be screwed in the proximal end of the nail. Removement of the nail with not intended instruments. Surgical delay of approx. 180min. No other consequences reported.